Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that two of the sensors were bad out of the box. The blood glucose reading was 69 mg/dl. Customer stated that the blood glucose was so low due to working outside and that he treated with soda. He reported that the sensor was fully inserted but did not work, and when he removed it, there were two wires that had stuck to the sensor adhesive. Nothing further was reported.